Event description:
Several attempts were made by the physician to place the coil into the aneurysm. As the coil unraveled and pulled out, the coil broke. A stent has to be deployed to hold the coil into the vessel.

Manufacturer narrative:
The device will not be returned. Without the return of the device, the root cause of the problem reported cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints with this lot.